Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed no anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event ¿the aorta was punctured¿ remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field states ¿it was noted that the punctured aorta was due to the incorrect analysis of the x-ray by the physician¿ based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3008452825-2021-00329 . During a paroxysmal atrial fibrillation (af) procedure, the aorta was punctured. During review of the x-ray, the aorta became punctured by the needle and the sheath. The patient remained in stable condition, but the procedure was cancelled for the safety of the patient. It was noted that the punctured aorta was due to the incorrect analysis of the x-ray by the physician. There were no performance issues with any abbott devices.